Event description:
It was reported that prior to an unk procedure, they opened the sales unit and one of the boxes had cracks in the single package. The integrity of the device for sterility was altered and they did not use it. They used a second device for the case. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.